Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results using replacement meter (reference internal report 106390-1). The customer is concerned with test results from results obtained of 419, 385, 382, 250 and 237mg/dl. The customer stated the results obtained using the true metrix air meter were higher than another device; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result range is 80-213mg/dl. The customer feels well and did not report any symptoms. The customer stated that she had gone to the hospital on (B)(6) 2022 and (B)(6)2022 due to her diabetes. The customer stated that the true metrix air meter had read in the 300¿s and she had given herself 7 units of insulin. Customer then called the paramedics and her blood sugar was 120mg/dl at that time. The customer stated that she has ¿died twice¿ while on her way to the hospital. The customer stated that at the hospital she was given orange juice and a sandwich to bring up her sugar. Customer did not disclose the diagnosis and stated she had been released on the same day (B)(6) 2022. The customer did not provide details regarding the (B)(6) 2022 hospitalization. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/23/2023 and open vial date is (B)(6) 2022. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 01-june-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.